Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system device is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The steerable guide catheter (sgc) was inserted and the first xtr mitraclip delivery system (cds) was implanted medial. To further reduce mr, a second clip ((B)(4)) was implanted lateral without issue. An ntr clip ((B)(4)), was advanced to be implanted between the two xtr clips. However, the ntr clip got stuck in the second implanted xtr clip ((B)(4)), causing the xtr clip to partially move from the anterior leaflet but still remained on both leaflets. After some movements the ntr clip was freed; however, the xtr clip ((B)(4)) detached from the anterior leaflet and remained attached to the posterior leaflet/single leaflet device attachment (slda). The ntr clip was implanted, stabilizing the slda clip. Mr was reduced 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no specific product issue. Based on available information, the reported device damaged by another device appears to be related to user technique/procedural circumstances. Additionally, reported migration and single leaflet device attachment (slda) appear to be due to procedural condition (contact between the clip). The reported unexpected medical intervention was a result of case specific circumstances there is no indication of product issue with respect to manufacture, design or labeling.